Event description:
The customer reported via phone call that they lost their quick serter by throwing it out after changing the infusion set out. The customer was advised that a replacement serter would be sent. The customer also mentioned receiving the no delivery alarm. The customer declined troubleshooting for the no delivery alarm and high blood glucose levels. The customer stated that they needed to change the infusion set again. The customer's blood glucose was unknown. The customer was advised to call back if the issues recurred in order to troubleshoot. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.